Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported feeling dizzy four days after the sensor was applied to the arm. Upon checking the dexcom app, the estimated glucose value (egv) was 98 mg/dl. The patient performed a blood glucose fingerstick (bgfs), which showed 50 mg/dl. At that time, the patient had not eaten. While attempting to walk to get food, the patient collapsed. A colleague transported the patient to the emergency room (ER), where bgfs again measured 50 mg/dl. The patient received IV fluids and was monitored overnight. The patient was discharged the following morning at 9:10 am, less than 24 hours after admission. At discharge, bgfs was 110 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.